Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a surgical marking pen was discovered with a sealing defect. The item was not in use. No injury/death was reported. A photo and lot number were provided for review. Analysis of the finished good lot number was reviewed. No non-conformance's for this issue were noted during the manufacturing process. No sample was returned for evaluation, therefore no further information is available on the product at this time. If a sample becomes available and any additional relevant information is identified following completion of the evaluation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a surgical marking pen was discovered with a sealing defect. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).